Event description:
Selective coronary angiogram of the right coronary artery showed severe in-stent restenosis in the range of 70-80%. Proximal rca lesion was stent using 3.5 x 18mm resolute drug-eluding stent under fluoroscopic guidance and deployed under 16 atmospheres for 30 seconds, and post dilated using 3.75 non-compliant balloon. The balloon was inflated under 18 atmospheres for 30 seconds. Procedure was complete at approximately 1:00 pm pt transferred to cardiac stepdown unit. Cardiac resuscitation was required at 8:35 pm. Pt was returned to the cardiovascular lab. Resuscitation was unsuccessful and pt expired at 9:54 pm.